Manufacturer narrative:
At the time of this report, the patient had recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized or treated for the event. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information is not available.